Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. B82479) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included weight gain, dizziness, temperature intolerance, vision abnormal and chronic salpingitis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal/heavy bleeding/ prolonged menses"), back pain ("severe back pain"), abdominal pain lower ("severe lower abdominal pain"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), rash ("skin rashes"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain") and abdominal distension ("bloating"). The patient was treated with surgery (procedure to remove her essure device including a bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and back pain was resolving, the menorrhagia, abdominal pain lower, dyspareunia, fatigue, rash, alopecia, vaginal haemorrhage, anxiety, depression, headache, abdominal pain and abdominal distension outcome was unknown and the migraine had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: left coil did not place well and dr. Had to use extra effort to force the left coil into place and advised. Plaintiff may experience slightly more bleeding for short amount of time. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical record received. New events: vaginal haemorrhage, anxiety, depression, migraine, headache, abdominal distension, alopecia, abdominal pain were added. Previously reported event ¿back pain, pelvic pain¿ outcome updated. Reporter, patient demographic information, other relevant history updated. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. B82479) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included weight gain, dizziness, temperature intolerance, vision abnormal and chronic salpingitis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal distension ("bloating"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), rash ("skin rashes"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant). In 2015, the patient experienced anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced menorrhagia ("abnormal/heavy bleeding/ prolonged menses"), abdominal pain lower ("severe lower abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (procedure to remove her essure device including a bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and back pain was resolving, the menorrhagia, abdominal pain lower, dyspareunia, fatigue, rash, alopecia, vaginal haemorrhage, anxiety, depression, headache, abdominal pain, abdominal distension and genital haemorrhage outcome was unknown and the migraine had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: left coil did not place well and dr. Had to use extra effort to force the left coil into place and advised. Plaintiff may experience slightly more bleeding for short amount of time. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018nt "abnormal bleeding (general)", reporter added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. B82479) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included weight gain, dizziness, temperature intolerance, vision abnormal and chronic salpingitis. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced abdominal distension ("bloating"). In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), rash ("skin rashes"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant). In 2015, the patient experienced anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced menorrhagia ("abnormal/heavy bleeding/ prolonged menses"), abdominal pain lower ("severe lower abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (procedure to remove her essure device including a bilateral salpingectomy on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain and back pain was resolving, the menorrhagia, abdominal pain lower, dyspareunia, fatigue, rash, alopecia, vaginal haemorrhage, anxiety, depression, headache, abdominal pain, abdominal distension and genital haemorrhage outcome was unknown and the migraine had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: left coil did not place well and dr. Had to use extra effort to force the left coil into place and advised. Plaintiff may experience slightly more bleeding for short amount of time. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("abnormal/heavy bleeding/ prolonged menses"), back pain ("severe back pain"), abdominal pain lower ("severe lower abdominal pain"), dyspareunia ("pain during intercourse"), fatigue ("fatigue") and rash ("skin rashes"). The patient was treated with surgery (procedure to remove her essure device including a bilateral salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal pain lower, dyspareunia, fatigue and rash outcome was unknown. The reporter considered pelvic pain, menorrhagia, back pain, abdominal pain lower, dyspareunia, fatigue and rash to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 and reported adverse events including severe pelvic pain. On (B)(6) 2016 plaintiff underwent surgery (bilateral salpingectomy) and essure was removed. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case no alternative explanation was given for plaintiff's pain. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("abnormal/heavy bleeding/ prolonged menses"), back pain ("severe back pain"), abdominal pain lower ("severe lower abdominal pain"), dyspareunia ("pain during intercourse"), fatigue ("fatigue") and rash ("skin rashes"). The patient was treated with surgery (procedure to remove her essure device including a bilateral salpingectomy on (B)(6) 2016). Essure was withdrawn on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal pain lower, dyspareunia, fatigue and rash outcome was unknown. The reporter considered pelvic pain, menorrhagia, back pain, abdominal pain lower, dyspareunia, fatigue and rash to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality safety evaluation of ptc. Company causality comment this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 and reported adverse events including severe pelvic pain. On (B)(6) 2016 plaintiff underwent surgery (bilateral salpingectomy) and essure was removed. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case no alternative explanation was given for plaintiff's pain. This case was classified as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. Follow-up information will be obtained through the litigation process.